Manufacturer narrative:
Medwatch sent to FDA on 2/18/2016. (B)(4) concomitant therapies: ventolin, lantus, metformin, diovan, crestor, spironolactone. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of small open wound, swelling, redness, infection, induration and inflamed area are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, skin irritation, infection and patient problem/medical problem: "precautions for use as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the left and right malar region and juvéderm volift with lidocaine in the left and right mid and lower face. About 4 months later, the patient was also injected with juvéderm volift with lidocaine in the melomental region and some in the cheek. Four weeks later, the patient developed "redness and swelling" to "right face." Patient also had a "small open wound" on the right face with induration and "inflamed area." Symptoms were noted as an infection and the cause for the infection is undetermined. Over the next few months, the patient "sought numerous doctors and emergency room for treatment." Patient has been treated with hyaluronidase, "drainage, packing and multiple antibiotic courses." Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 04/01/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the left and right malar region and juvederm volift with lidocaine in the left and right mid and lower face. About 4 months later, the patient was also injected with juvederm volift with lidocaine in the melomental region and some in the cheek. Four weeks later, the patient developed "redness and swelling" to "right face." Patient also had a "small open wound" on the right face with induration and "inflamed area." Symptoms were noted as an infection and the cause for the infection is undetermined. Over the next few months, the patient "sought numerous doctors and emergency room for treatment." Patient has been treated with hyaluronidase, "drainage, packing and multiple antibiotic courses." Symptoms are ongoing.